Manufacturer narrative:
It was noted that the device is not available for evaluation. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. A note at the bottom of the sheet reports "revised for instability and possible infection". An mrh knee construct was revised to an mrh/ gmrs knee construct.